Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Several call service 128/177 alarms and warnings occurred due normal battery wear. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly and all currents read within specifications. The alleged short battery life complaint was unable to be duplicated. The pump cover was removed to find no intermittent condition to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.